Manufacturer narrative:
(B)(4): the customer reported the battery failed during patient monitoring. There was no adverse patient impact and another device was brought in to continue monitoring. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the battery failed during patient monitoring. There was no adverse patient impact and another device was brought in to continue monitoring.